Manufacturer narrative:
Other relevant device(s) are: product ID: e tlw1613c124e, serial/lot #: (B)(4), ubd: 15-apr-2023, UDI#: (B)(4) ; product ID: etlw1613c93e, serial/lot #: (B)(4), ubd: 02-oct-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis bifurcated stent graft system was implanted during the emergent endovascular procedure for the repair of a 70mm ruptured abdominal aortic aneurysm .  It was reported during the index procedure, after implantation of the stent grafts the physician discovered a type IV endoleak. The patient subsequently expired despite rescue attempts. As per the physician the cause of the event may have been due to the type IV endoleak or due to the rupture prior to the implant. No additional clinical sequalae was provided and the patient has expired.